Event description:
The physician intended to implant a driver sprint coronary stent. Resistance was encountered when attempting to advance the device through the guide catheter. The device was removed and the stent was observed to be damaged. No clinical sequelae were reported. Please note that this device (driver sprint rx) is distributed outside the united states; however, it is similar to the united states distributed product (driver rx).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation results: related to operational context (root cause of reported event was most likely procedural related). Evaluation conclusions: operational context contributed to event (root cause of reported event was most likely procedural related).

Event description:
Evaluation summary: the device was returned to the manufacturing facility for evaluation. The distal tip was slightly flared. The 1st five distal stent segments were intact. The remaining segments were stretched and severely deformed.